Event description:
It was noted that during reparation for an unspecified procedure, the filter was inadvertently deployed. The lesion location was not specified. It was noted that the physician "removed the safety sheath," and inadvertently released the handle to deploy the filter. This device did not enter the pt's anatomy. The physician was able to place another filter with success, and feels that the pt is adequately protected. Pt status is listed as "ok."